Event description:
The healthcare provider reported that the screen said attention: infusion mode - stopped pump. Pump shut off for 3 min. The healthcare provider saw the message on the screen during the update but passed by it without reading it. It was reviewed that telemetry failed during the update process leaving the pump in stopped pump mode. The healthcare provider was walked through re-interrogating and reprogramming the pump, ensuring that everything was programmed correctly. No patient symptoms. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).